Manufacturer narrative:
The doctor ground the bridge for teeth numbers seventeen (17) through twenty (20) for the patient's comfort. On (B)(6) 2013, the patient returned due to the bite; the doctor proceeded to ground the bridge down more to make it more comfortable for the patient. On (B)(6) 2013, the doctor cut off the four (4) unit bridge, took a new impression and put on temporaries for the patient. A new four (4) unit bridge will be re-cemented. To date, the patient is doing fine. The product was not returned. The lot number 4704821 has been identified as an affected lot of an ongoing maxcem elite recall.

Event description:
A doctor's office alleged that the cement was setting up too quickly for one patient causing the bridge to no fully seat.